Event description:
It was reported that there was a problem with an injex bi-wing anchor and lead. One bi-wing anchor was used on on the right tail which held as expected. The hcp installed a second bi-wing anchor on the left tail but the anchor would not hold onto the lead. The hcp tried to slide it off the lead but it wouldn't go past the proximal electrodes on the left tail and the hcp had to cut off the anchor. They opened a new 97792 bi-wing anchor kit and deployed an anchor from that kit and it was loose on leftlead tail, but not as bad as the first anchor. The hcp sutured the anchor to the lead to tighten it further. It was noted that the hcp was experienced with these anchors and "loved" them. It was noted that part of his process, which he had always done with bi-wing anchors, was he cut off one of the wings just below the eyelet prior to deploying the anchor onto the lead. It was later reported that upon closer observation after the anchor was cut and removed, it was possible that the hcp had cut the wing off too close to the anchor body and weakened its retention capabilities. It was noted that the new anchor held as expected. There was no patient injury and the patient recovered without sequela. It was later reported that everything was fine since the anchor was replaced.

Manufacturer narrative:
Analysis of the anchor found that the injex anchor had been cut along its length to remove it from the lead. It was also noted that one of the anchor wings was cut off and missing. It was noted that the inner diameter measurement and measured length were within specification.

Manufacturer narrative:
Product ID: 97792, lot# n388843, implanted: (B)(6) 2013, product type: accessory. Product ID: 97792, lot# n364140, implanted: (B)(6) 2013, product type: accessory. Product ID: neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.